Event description:
A (B)(6) customer contacted customer service regarding his contour usb meter. Sometime in (B)(6) or (B)(6) of 2010, the customer had an incident where he was experiencing symptoms of hypoglycemia. His wife tested his blood glucose using his contour usb meter because he was unable to do it himself. The contour usb meter read 5.0 mmol/l. His wife tried to give him something sweet to drink in order to raise his blood glucose level. When that didn't work, she gave him an injection of glucagon. The customer did not require outside medical attention. He did not have any test strips left that gave the 5.0 mmol/l readings. No product will be returned. A replacement meter was sent to the customer.